Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient had seizure. He attempted to self-treat with carbohydrates, but his spouse called an ambulance. The bg was 23 mg/dl, he was treated with glucose and IV dextrose and recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was doing well during the report. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.